Event description:
It was reported that prior to an appendectomy procedure, the device presented failure when firing. No further information was provided. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Results/conclusions = damaged articulation gear teeth. Eval summary. The analysis showed that the device was received in good visual condition. The device was received with two reloads present; the reloads were received fully loaded with staples. The articulation and firing mechanisms were noted to be damaged. No functional test was performed due to the condition of the device; however, the returned reload was loaded into a test device and it fired, cut and formed all staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4)qa. A batch record review was performed and no anomalies were found during the manufacturing process.